Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 565 mg/dl. Cause was not known. Customer addressed elevated bg via manual insulin injection.. Customer continued to use the pump for insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.